Event description:
The remstar auto a-flex was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, it was visually, and the engineer of visible foam degradation inside the blower kit, dust fail contamination and displayed error code: 84 (err_flow_sensor_occluded_stop). The device scrapped by the service center after the evaluation was completed.